Event description:
It was reported the rotawire and the burr rotated at the same time. A rotablator and rotawire were selected for use in the highly calcified mid left circumflex. During preparation, it was noted that the rotawire and the burr rotated at the same time when connecting the advancer during the bench test. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Correction to brand name - rotablator rotational atherectomy system initially reported and correct device should have been a rotalink advancer. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink advancer device. The advancer and handshake connection were microscopically and visually examined. A test .009 rotawire was inserted through the device and was clipped in place using a test wire clip. The advancer was connected to the rotablator control console system to perform the brake test. There were no abnormal noises or leaks and the device did not run; so, it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. The reported locked on wire could not be tested due to the device not being able to run. There is no damage to the brake. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported the rotawire and the burr rotated at the same time. A rotablator and rotawire were selected for use in the highly calcified mid left circumflex. During preparation, it was noted that the rotawire and the burr rotated at the same time when connecting the advancer during the bench test. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.